Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device fired three hemoloks successfully and then when placing it back in the trocar to fire again and jaws would not open. Not on structure; the patient is fine.

Event description:
It was reported that the device fired three hemoloks successfully and then when placing it back in the trocar to fire again and jaws would not open. Not on structure; the patient is fine.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot #73a1900869 was manufactured on 01/28/2019 a total of (B)(4) pieces. Lot was released on 02/06/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent and the jaws partially closed. No clip was in the first position of the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. No clip fired on the first attempt. This was repeated two more times with the same result. The sample was disassembled to inspect the internal components. The proximal end of the feeder was slightly bent. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws not opening" was confirmed based upon the sample received. The sample was returned with the rotation tab bent. Upon functional inspection, no clips fired. The sample was disassembled , and the proximal end of the feeder was slightly bent. The sample was received with 0 clips remaining in the channel, indicating that all 15 clips were fired by the end user. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.